Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient. The following data was provided (customer¿s reference range <0.034 ng/ml): (B)(6) 2023 sample ID (B)(6) initial result = 0.619 ng/ml, sample repeated 10 times on same instrument and results = 0.011 ng/ml, 0.012 ng/ml, 0.017 ng/ml, 0.011 ng/ml, 0.012 ng/ml, 0.01 ng/ml, 0.012 ng/ml, < 0.010 ng/ml, 0.01 ng/ml, 0.012 ng/ml, < 0.01 ng/ml. Sample repeated 8 times on another instrument isr63497 and results = 0.015 ng/ml, 0.017 ng/ml, 0.013 ng/ml, 0.013 ng/ml, 0.016 ng/ml, 0.014 ng/ml, 0.011 ng/ml, 0.012 ng/ml. No impact to patient management was provided.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with lot number 95418un22 and the complaint issue. Labeling was reviewed and found to adequately address the issue under review. The overall performance of architect stat troponin-I was reviewed using field data from customers worldwide. The median patient population result for lot 95418un22 is comparable with all other lots in the field and confirms no systemic issue for the lot. Based on our investigation, no systemic issue or deficiency with the architect stat troponin-I reagent for lot 95418un22 was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient. The following data was provided (customer¿s reference range <0.034 ng/ml): (B)(6) 2023 sample ID (B)(6) initial result = 0.619 ng/ml, sample repeated 10 times on same instrument and results = 0.011 ng/ml, 0.012 ng/ml, 0.017 ng/ml, 0.011 ng/ml, 0.012 ng/ml, 0.01 ng/ml, 0.012 ng/ml, < 0.010 ng/ml, 0.01 ng/ml, 0.012 ng/ml, < 0.01 ng/ml sample repeated 8 times on another instrument isr63497 and results = 0.015 ng/ml, 0.017 ng/ml, 0.013 ng/ml, 0.013 ng/ml, 0.016 ng/ml, 0.014 ng/ml, 0.011 ng/ml, 0.012 ng/ml no impact to patient management was provided.